Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms one day post implant. The programmed configuration was changed from dual coil to single coil and shock impedance measurements were noted to be stable at 55-60 ohms. 41 joule shocks were delivered and were successful. The programmed configuration was left single coil. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.